Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed damage on the patient line which appeared as a puncture. Leak, clear passage, and clamp function tests were performed and a leak from the damaged area on the patient line was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a damaged patient line; described as ¿hole on the patient line¿ about ¿4-5 inches from the cassette¿. This was identified during fill one of four of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the home patient (hp) to contact their pd registered nurse (pdrn) and not to reconnect until they get further instructions from their pdrn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: the correct aware date is 11/11/2025 (previously submitted as 11/06/2025). Should additional relevant information become available, a supplemental report will be submitted.